Manufacturer narrative:
Analysis of the lead lot # v039322 revealed #0 conductor and #1 electrode are intermittently shorted together at the distal end of lead. The lead cut/segmented 6.6cm from proximal end. Distal end is severally stretched and electrode#0 and distal tip are missing. Analysis of the implantable neurostimulator (ins) (B)(4) revealed device functioning okay, insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v039322, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v039322, implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a return of symptoms. The ins and lead were explanted on (B)(6) 2017. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that it appeared that the ¿0¿ electrode was not present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.